Event description:
Reportedly, while a nurse was cleaning the bed of the subjective device, the screwed connection of the bed broke off the hydraulic cylinder, and the screws that fix the tilt plate cover broke off the bed. This resulted in the bed assembly just hanging on the hinges so that the bed could move freely up and down. There was no pt injury.